Event description:
Customer's mother called to report that the customer was hospitalized for high blood glucose and ketoacidosis. The blood glucose reading at the time of admittance was 564 mg/dl. Troubleshooting in the insulin pump was performed and settings appeared correct. No further info was provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.